Event description:
The pt awoke with a "strange" sensation and ten mins of complete blindness in their left eye. CT was negative. Carotid ultrasound showed a "little bit" of plaquing that was "fairly soft" and not calcified. There were no "particular" velocity changes and no evidence of ulceration. The pt's coumadin was increased and they were scheduled for a follow-up in two days. (Avert).